Manufacturer narrative:
Problem code captures the reportable event of stent positioning problem. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent has been implanted due to an in growth of previous stent in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed inside the patient. However, it was noticed that the proximal side of the stent had moved and was hanging in the duodenum while trying to get it open. Reportedly, the stent was removed using a snare and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.